Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 485002,485001 during start-up.